Event description:
It was reported that t2 did not fire after several attempts. Another fast-fix 360 device was used to complete the procedure with no significant surgical delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.